Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient did not charge their device for over 6 months. The patient's device is in overdischarge. The patient didn't charge due to compliance. The patient had recharging equipment that was kept in a grocery bag. The equipment was covered in mud and dirt. The rep cleaned all of the equipment and found it in working order. The rep was unable to communicate with the patient programmer, the 8840, and the recharger. The device was confirmed to be in overdischarge. The patient has an appointment on (B)(6) 2017 to have a physician recharge mode performed. No symptoms reported. Additional information was received from a manufacturer's representative (rep). It was reported that the patient was confirmed to be in overdischarge. The rep reported that they were unable to restore normal charging after three trickle cycles. It is believed that the battery is not recoverable. The plan is for a primary cell replacement. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins was overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.